Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08640 it was reported that stent damage occurred. The 95% stenosed, with a 90 degree acute bend target lesion was located in the severely calcified left anterior descending to diagonal branch. Two synergy ii (2.50x12mm and 2.25x12mm) drug-eluting stents were advanced to treat the lesion. However, during the procedure, the stent catheters could not make a full turn into the vessel. The physician exerted a lot of force in attempting to deliver the devices around the bend with a support of a non-bsc guide extension catheter but the devices still failed to advance. Upon removal of the stent delivery system, it was noticed that the stent struts were lifted off the balloon. The physician advanced another non-bsc stent but same thing happened. The procedure was competed with a different device. Plain old balloon angioplasty was successful. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on proximal rows 1 and 5 were lifted and pulled in a distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was pulled back into the guideliner after difficulties that were encountered in an attempt to advance the stent to the targeted lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08640. It was reported that stent damage occurred. The 95% stenosed, with a 90 degree acute bend target lesion was located in the severely calcified left anterior descending to diagonal branch. Two synergy ii (2.50x12mm and 2.25x12mm) drug-eluting stents were advanced to treat the lesion. However, during the procedure, the stent catheters could not make a full turn into the vessel. The physician exerted a lot of force in attempting to deliver the devices around the bend with a support of a non-bsc guide extension catheter but the devices still failed to advance. Upon removal of the stent delivery system, it was noticed that the stent struts were lifted off the balloon. The physician advanced another non-bsc stent but same thing happened. The procedure was competed with a different device. Plain old balloon angioplasty was successful. No patient complications were reported and the patient's status was fine.